Manufacturer narrative:
Exact date of implant unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
A anuerx stent graft system was implanted in a patient for the treatment of a 55mm abdominal aortic aneurysm. The patient presented emergently and a type ia endoleak was observed in a CT angiogram. A gore cuff was implanted to resolve the endoleak. The physician reported the cause of the event to be anatomy related due to disease progression of the aortic neck. No additional clinical sequelae were reported, and the patient is being monitored.